Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the backup battery failed. No patient harm was reported.

Manufacturer narrative:
(B)(4). No repair data was provided to philips.